Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of abdominal pain. However, there is no documentation to show a causal relationship between the event and the liberty select cycler. The patient had reported several alarms (unspecified) on the machine prior to being transported to the ER. It is unknown what alarms were occurring as the patient did not wish to trouble shoot. Based on the available information, the cause of the abdominal pain is unknown and the official hospital diagnosis is also unknown.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with their fresenius liberty select cycler. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient reported abdominal pain and was admitted to the hospital on (B)(6) 2018. The cause of the abdominal pain was unknown. Additional patient, event, and hospital course information has been requested, but has not been provided.